Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: lumbar spinal stenosis and l4-5 retrolisthesis; lumbar degenerative disc disease status post l5-s1 microdiscectomy. She underwent following procedures: anterior l4-5 and l5-s1 arthrodesis instrumentation using cages x2, packed with bmp infuse small strip; posterior bilateral l5-s1 microforaminotomy; posterior l4-s1 arthrodesis instrumentation using interspinous process fixation device x1, packed with in situ autograft and bmp. As per operative notes, ¿using a cage with small footplate, 12-mm height, approximately two-thirds of the bmp was placed into the cage from the small strip that was prepared. The cage was then delivered to l5-s1 disc space and recessed to what I thought was the ideal position. Attention was then turned to l4-5 level. Discectomy was then performed and similar aggressive decompression was performed. Again, the 12-mm height was felt to be ideal, and this time we used the large footplate cage packed with approximately two-thirds of a small strip bmp. The cage was positioned at l4-5 disc space.¿ no intra-operative complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.